Manufacturer narrative:
No product will be returned for eval.

Event description:
On 01/12/2010, the pt reported to a company rep that he was having trouble regulating his blood glucose levels. On f/u with the pt on (B) (6) 2010, he said he has had elevated readings up to 20 mmol/l (360 mg/dl) since (B) (6) 2010. His normal range is 5-7 mmol/l (90-216 mg/dl). He stated his readings have now come down to normal and his current reading is 9 mmol/l (162 mg/dl). Symptoms are fatigue, dry mouth and nausea. He said he is unsure if the readings are due to an issue with his infusion sets or the result of him falling down the stairs and developing bruises and red spots. He stated, he went to his doctor for the fall and is currently on pain medication. He stated that to be safe he changed out the insulin cartridge, infusion device battery, insulin, and his infusion set twice. He discarded the used infusion sets. Troubleshooting did not find any product issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.